Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter is slightly kinked. There was evidence of the flaring process performed during manufacturing on the device. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was detached. This does not allow the device to be actuated. However, flare detachment is contrary to what was originally reported. Review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore, this is now an MDR reportable event.